Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A patient of unknown gender and age was undergoing a sialendoscopy procedure when one of the basket wires broke while capturing the stone. The basket was removed from the patient in one piece with no unintended section remaining in the patient. There was no adverse effect on the patient due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history and specifications of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history and non-conformances was not possible as the lot number was not available. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.